Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-01070 and 2134265-2015-01069. It was reported that automatic pullback failure occurred. A motor drive unit 5 (mdu5) was used in conjunction with an unspecified imaging catheter and a sled. During the procedure, the liquid crystal display (lcd) had a normal display however, the device will not start an auto pullback. The procedure was completed with this device. No patient complications were reported.